Event description:
The facility reported an automix 3+3 compounder in which the control module did not respond to key presses correctly. This condition occurred during programming in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through corrective and preventative action (CAPA). Corrected data: the reported problem of "control module did not respond to key presses correctly" was not confirmed or reproduced during service evaluation; however, traces of fluid intrusion were found on the control module keypad which is most reflective of the customer reported condition. Therefore, the customer reported condition was confirmed, but not reproduced during device evaluation. The root cause of the customer reported condition was determined to be fluid intrusion on the control module keypad. The graphic membrane keypad panel was replaced to fix the customer reported problem.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.